Event description:
Reporter stated, "broken nail. Non union, fracture did not heal at all. Implanted 05/15/98. Nail broke on january 20th 1999 - eight months after implanted. Pt had osteomyeloma cancerous or metastatic fracture. This was statically locked, screws backed out. Pt was converted to a total hip."